Manufacturer narrative:
The detected symptom was caused by faulty button located on the control panel. The button was stuck in the activated position causing the unintended movement. The problem was resolved by the part replacement. According to instruction for use, IFU 830.213 it is needed to ¿check that the patient controls, caregiver controls and attendant control panels operate correctly¿ weekly. If the result of test is unsatisfactory, arjo approved service agent should be contacted. To sum up, the citadel bed frame did not meet its specifications due to unintended movement of the bed. No patient was involved when the issue was detected. No adverse outcome occurred. The complaint was decided to be reportable due to unintended movement of the bed caused by the faulty control panel.

Event description:
The citadel bed frame inspection conducted by the arjo technician revealed malfunction of the control panel. The button responsible for the bed frame movement to the reverse trendelburg position was stuck and caused unintended movement. No patient was involved at that time. No injury occurred.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.